Manufacturer narrative:
Sections with additional information as of 13-nov-2020 h6: updated FDA's method, result, and conclusion codes. H10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause mlc-062 user had poor technique.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern; unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for erratic and low blood glucose test results. Wife is calling on behalf of the customer. Wife stated that she also uses the truemetrix go meter. The customer is concerned with test results from back to back blood tests of 141 and 60 mg/dl fasting. These were the only two customer's results wife provided. The customer¿s expected fasting blood glucose test result range is 90-110 mg/dl. Wife stated that customer is not a diabetic. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call. The product is stored according to specification in the living area. The test strip lot manufacturer¿s expiration date is 02/28/2022, and test strips were opened one week ago. The meter memory was not reviewed for previous test result history.